Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Only one prostyle device was used to close a puncture site greater than 8f. The prostyle instructions for use (IFU), states: the perclose prostyle smcr system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catherization procedures for access sites in the common femoral artery using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after a coronary artery stenting (cas) interventional procedure using a 9f sheath. Reportedly, the prostyle device was flushed prior to use and inserted into the patient anatomy. There was no blood flow coming from the marker lumen when the prostyle device was positioned in the vessel. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.